Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was stopping in the middle of infusing. They did not state if the pump alarmed or not. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. Complaint-(B)(4).

Event description:
The initial reporter stated that the pump was stopping in the middle of infusing. They did not state if the pump alarmed or not. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. [Complaint (B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the motor had failed. The pump history and evaluation show that the pump was alarming a persistent error code 12, which is a result of the motor failure. The pump is unable to deliver because of the persistent error code. No further testing could be completed. The pump was serviced to correct the issue.